Manufacturer narrative:
Other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 600 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The patient's medical history included l1 burst fracture, l1 paraplegia, pseudomonas, osteomyelitis, lumbar and thoracic epidural abscess, discitis, tbi (traumatic brain injury), asthma, anxiety, depression, neurogenic bladder, and fracture of the left metatarsal. The patient's concomitant medications were vitamin c, docusate, fiber, multivitamin, relistor sub q, testosterone injection, vitamin d3, vitamin b12, valium prn, ibuprofen prn, merrem, oxycontin, trental, miralax, and lyrica. The patient had no known allergies. It was reported that the patient had an infection. The area of infection was the catheter track and spine. The patient had a chronic spine infection that had been unresponsive to any medications. The infection was discovered on (B)(6) 2016. The patient presented to the ER (emergency room) in (B)(6) with severe back pain which had come on suddenly and was diagnosed with discitis with adjacent epidural inflammation. The patient was admitted. The patient was discharged on oral cipro. A tissue biopsy showed pseudomonas so the cipro was the recommended course of treatment. In (B)(6) 2016 the patient was back in the hospital with worsening pain. An MRI on (B)(6) 2016 showed "progression of the discitis and osteomyelitis at l2-3 with new retrolisthesis of l2-l3 of concerning instability". The patient was started on vancomycin and meropenem. On (B)(6) 2016 a biopsy of l2-3 was done and those cultures grew pseudomonas. The patient was discharged on meropenem. Over the past week, the patient reported having increased lower extremity pain and weakness. It was also noted that the patient had intolerable back pain and there was radiological evidence of a growing epidural abscess. The patient was treated with meropenem 500 mg IV every 6 hours. A biopsy was done but it never grew out to mrsa ((B)(6)). The patient was taken to surgery on (B)(6) 2016 for a total system explant. They decided to remove the catheter because they felt it was feeding the infection. There was no allegation against device sterility. No cultures would be taken since the patient was on antibiotics for several months and had no positive response. During the procedure, the surgeon irrigated the infected area and debrided the spine. They filled the damaged area of the spine with human bone. They were discussing using part of the donor hip bone to fill in where the infection had eaten away at the spine. The patient was going to be hospitalized and monitored for acute baclofen withdrawal after explant. Prior to the procedure they had weaned the gablofen dose. On tuesday ((B)(6) 2016) the dose was 600 mcg/day, wednesday 400 mcg/day, thursday 250 mcg/day, and friday 96 mcg/day. The patient status was reported at "alive - no injury". It was unknown if the issue was resolved at the time of the report. There were no environmental, external, or patient factors that may have led or contributed to the issue.

Manufacturer narrative:
(B)(4).

Event description:
Information was received on 03-aug-2016 from the patient and he reported that he was not doing very well because of the infection in his spine. Per the patient, it worked good for a couple of days and then it just started going downhill. He had a lot of pain and his spasticity was kicking back in. He went in to see what was going on and found out he had an infection in his spine. He was hoping that it wasn't on any of the hardware yet and it was responding to oral antibiotics. He was on a 40-day run of antibiotics and had a follow up appointment scheduled for (B)(6) 2016. On (B)(6) 2016, more blood labs were done, so he was waiting to hear back on those.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.